Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump that will not turn on. This condition was found in the biomed department. It is unknown when this event occurred. This condition had the potential to interrupt delivery. There was no patient involved, reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The reported condition of a flogard infusion pump that will not turn on was confirmed, but not reproduced by baxter personnel. The root cause of this condition was determined to be damage to the hinge area. The pump head door and the occlusion detectors were replaced to correct this condition. Should additional information be received a follow-up medwatch will be submitted. Additional information: a device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the device with this serial number. A service history review revealed no previous service events were related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.